Event description:
Information received indicates the beds electrical ground loss light is on.

Manufacturer narrative:
The hill-rom technician found the ground wire clamp on the beds control board was broken. The technician installed a new ground wire clamp on the control board and tightened the ground connection on the ac power cord to repair the bed.